Event description:
It was reported that the patient underwent generator and lead explant due to an infection located at the generator implant site. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.